Event description:
Update 07/03/2013 - plaintiff¿s preliminary disclosure form was received. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Corrected: brand name, common device name/device product code, catalog #/lot #, date received by mfg., 510k, manufacture date. Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigaton closed.

Event description:
Litigation papers allege the patient suffered from pain and elevated metal ion levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.